Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise, increased thresholds, and lead safety switch triggered for high out of range pace impedance measurement greater than 2,000 ohms, in bipolar configuration. The patient is 100% rv pace dependent and a gradual steady rise in measurements was noted. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.